Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the lead/extension erosion issue has been resolved and the affected devices have already been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the explant took place on (B)(6) 2017 and the replacement had not been implanted yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep indicating the serial numbers are unobtainable as the devices were not kept after explant.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_ext serial# unknown product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's lead/extension connection had eroded through the skin. Surgery was planned to replace the extension and ins in the future. No further complications were reported as a result of this event.